Manufacturer narrative:
Additional narrative: product investigation was completed for part # 398.986, lot # t934953. Device was returned for manufacturer review and investigation. A visual inspection, device history records review, and drawing review were performed as part of this review. The returned device was found to have a broken tip. Additionally the handle was found to be cracked. The device is otherwise in good condition. The condition of the returned device does agree with the complaint description. The complaint is confirmed. The returned device is an instrument in the matrix mandible plating system and can be found in technique guide. The diameter of the broken side of the forceps was measured at feature c. The diameter was measured to be 2.5mm which is within the specification of 2.7mm +/- 0.2 per sm reduction forceps. It was measured using mitutoyo caliper. Appropriate drawings were reviewed. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No definitive root cause was able to be determined. The root cause is likely related to application of excessive force on the forceps over the 7 year life of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history records review was completed for part# 398.986, lot#: t934953. Manufacturing date: apr 29, 2009, manufacturer: (B)(4). No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A review of inspection records and certifications, confirm that the components and final product met inspection records. All (B)(4) parts of the lot were checked 100% for function at the final inspection on apr 29, 2009. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When the product was returned to manufacturer, it was found that the handle was cracked at the hinge.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight was not available for reporting. The reported lot number, p934953, could not be validated as a synthes lot number. Other number¿UDI: (B)(4) lot number unknown. Implant and explant dates: device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Mfg date: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure to treat a mandible fracture on (B)(6) 2016, the tip of the bone reduction forceps broke into two pieces while it was in place. The fragments were retrieved and an alternate device was used to complete the surgery. There was a one (1) minute surgical delay due to the reported event. The procedure was completed successfully and the patient's status postoperative status was reported to be good. This report is 1 of 1 for (B)(4).